Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ((B)(6)) ipg is unable to communicate with external devices (patient programmer and charger). Additionally, the patient has not charged the ipg in at least 6 months. As a result, the patient lost stimulation. In turn, surgical intervention may be undertaken at a later date.